Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor encoder signal out of phase; unable to perform displacement test due to motor anomaly. E70 error alarm was confirmed in the history file due to motor encoder signal out of phase. However, the insulin pump was received with operating currents within specifications and passed self-test, a21 error test. The insulin pump had minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. Customer's blood glucose was 189 mg/dl at the time of incident. Troubleshooting found that the pump also alarmed motor position encoder error. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.